Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60b cartridge reload was received fully fired and loaded in the device. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional testing could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy, upon the fourth firing of the stapler, the stapler motor died when it was about ninety percent completed. The surgeon squeezed and released the trigger a number of times when the stapler completed the last ten percent of the firing. However, the knife blade assembly did not return to the starting position. Rotating the battery did not help. The sales rep coached the surgeon to utilize the manual reverse lever. That successfully returned the knife blade to the starting position and allowed the surgeon to open the jaws. It is unknown how the case was completed. There were no patient consequences reported.